Event description:
It was reported that there was an atrial lead impedance warning. It was also reported that the right atrial (ra) lead had high impedance, noise and a suspected fracture. The ra lead was reprogrammed, will be revised during next device change, however currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:13. Weekly pace impedance trend data shows an abrupt increase for max atrial pace bi impedance = 589 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.